Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that following a device change out the lead impedance jumped significantly with the new device. Threshold with the lead had increased as well. Concern was expressed with the measurement differences. Both the lead and device remain in use. No patient complications have been reported as a result of this event.